Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where two infusion sets fell off during use on 23-jun-2024 and 27-jun-2024. The infusion set was in use for couple of hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.